Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome rx 39 was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure date is unknown. At the very end of the sphincterotomy, when the last cut was performed, the cutting wire broke. It was reported that three to four cuts were made with the jagtome rx 39 before it broke. No part of the cutting wire detached and fell into the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event.